Event description:
It was reported that pump battery was no longer charging. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding actions taken by the customer or any support provided, and device was not expected to be returned.